Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-23048, 1627487-2020-23049, 1627487-2020-23050. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. In turn, surgical intervention took place wherein all leads were explanted and replaced. After explant, all leads were observed to have fractures. Effective therapy resumed post-op.